Event description:
The complained product was now sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valve were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection after dismantling of the valves, no deposits were found in both valves. Results based on our investigation results, we cannot determine functional deviations or other abnormalities in the products. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx642t) was planned to implant on (B)(6) 2025. During the intraopertauve testing the system seems to be blocked. No fluid drianed through the device. A delay of the surgery (5- 10 minutes) was reported as a result of the occurence and another device was used for completition.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.